Event description:
Healthcare professional (hcp) reported patient was injected into the chin and lower jaw with 2ml juvéderm® volux¿ and [unspecified] juvéderm® voluma¿, in the rest of the face with [unspecified] juvéderm® volift¿ and juvéderm® volbella¿ with lidocaine. 2 months later, patient developed nodules all over the lower jaw back which were swollen, painful, red and burning. Patient was treated with urbazon to reduce the drainage and breaking down the filler. 2 days later, patient began to experience swelling all over her face such as her eyes and almost closing. Patient was prescribed steroids and referred to an allergist; whom prescribed an allergy medicine, which had no effect. Patient stated a week after the injection, they got pimples on the body, but not on the face (hardly anything to do with the fillers). Symptom is ongoing.this is the same event and the same patient reported under MDR ID# 3005113652-2023-00539 (abbvie complaint #(B)(4)), MDR ID# 9617229-2023-11736 (abbvie complaint #(B)(4)), MDR ID# 3005113652-2023-00540 (abbvie complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.